Event description:
The customer reported being hospitalized for diabetes ketoacidosis. No blood glucose reading was reported. Troubleshooting was performed and the programming was accurate. Ran a fixed prime and a high pressure tests and passed.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.